Event description:
Customer reported the male luer spontaneously disconnected from the extension set during an infusion of lipids. Reporter found the IV tubing disconnected from the extension set, on the floor, and lipids continued to infuse. IV set and bag of lipids were replaced and the infusion restarted without incident. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product has been requested to be returned for eval. It has not yet been received. A follow up will be submitted if further info is obtained.